Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up with the pacemaker device exhibiting backup vvi operation. It was suspected that the device backup operation may be caused by corrupted data, but it was not confirmed. Normal device operation was then restored successfully.